Event description:
The reporter stated that the surgeon inserted an implantable collamer lens model icm115v4 in 2004, and 2006, pt's post operative exam noticed the lens had a low vault and planned therapy is to exchange the lens for larger lens. There was no pt injury noted. When additional info is received a supplemental MFR report will be sent.

Manufacturer narrative:
Evaluation conclusion: at the conclusion of the original investigation opended for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an apporpriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the dfa clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Evaluation of newly available, alternate measuring devices is ongoing.